Manufacturer narrative:
(B)(4).the sample was visually inspected with no issues noted. The sample underwent leak, clear passage, and clamp function testing with no issues noted. The sample was hand-tightened to a titanium adapter with difficulty noted. The sample confirmed the reported problem, but the root cause was undetermined.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h11k10020 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
A nurse reported that the connection between a transfer set and a titanium adapter was loose and about to fall. There was patient involvement, but no patient injury or medical intervention reported.